Manufacturer narrative:
Additional information received from the initial reporter on 13 december 2016 and includes: the surgery went very well. Gmk-sphere inlay 11 mm was explanted and a 17 mm inlay was implanted. After this, the joint was stable. The reason of the revision was confirmed as posterior luxation of the tibia. On 22 december 2016 the patient match department provided a planning review, reporting as follows: our analysis of the planning process of this case found no deviations from the standard procedures. No errors have been found in any step. The surgeon decided intra-operatively to implant a smaller size for both the femur and the tibia. On 04 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: insert revision in tka 3 months after primary surgery due to joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 09 january 2017. Lot 152926: (B)(4) items manufactured and released on 08 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. In flexion the tibia luxates sometimes in posterior direction. A revision surgery has been planned. After surgery, posterior luxation of the tibia was confirmed as reason of the revision.